Event description:
It was reported that the patient underwent a gynecological on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted along with the concurrent procedure of a partial hysterectomy. It was reported that after insertion of the mesh the patient experienced pain, erosion, infection, recurrence, bleeding, fistula, dyspareunia, vaginal scarring, organ perforation, and urinary and bowel problems. It was further reported that the patient underwent removal on (B)(6) 2012. (B)(4) ¿undefined recurrence; dyspareunia; urinary and bowel problems.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with a vaginal hysterectomy, grade IV cystocele repair, and rectocele repair.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence and cystocele.